Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The first target lesion was located in the 3rd obtuse marginal (3rd om) artery. The second 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery extending into the 2nd obtuse marginal (2nd om) artery. The physician placed a 3.5mm non-bsc guide catheter to engage the left circumflex (lcx) artery and placed one non-bsc guide wire in the distal 2nd om and one non-bsc guide wire in the distal 3rd om. The physician pre-dilated the first target lesion located in the 3rd om using a 2.0x8mm nc quantum apex balloon at 6atm, then the balloon was pulled back to the lcx 3rd om bifurcation and inflated to 14atm. Then the physician treated the first target lesion by deploying a 2.25x12mm promus element plus stent at the 3rd om at 9atm. The second target lesion was pre-dilated using a 2.5x12mm apex balloon at 10atm, before the physician deployed a 2.5x20mm promus element plus stent at 14atm across the target lesion extending from the lcx to the proximal 2nd om. The physician placed a third non-bsc guide wire in the 3rd om and removed the jailed previously placed wire. Then the physician attempted to open the stent struts of the deployed 2.25x12mm promus element plus stent in the 3rd om using a 2.0x8mm nc apex balloon, but could not cross. The physician successfully crossed the placed stent using a 2.0x8mm non-bsc balloon and inflated to 8atm in the section of the placed stent at the lcx and the ostium of the 3rd om. After advancing the 2.0x8mm balloon further distally in the stented section of the 3rd om the physician inflated to 18atm. It was then observed on angiography that the proximal portion of the previously placed 2.5x20mm promus element plus stent in the lcx to the 2nd om appeared to have accordioned and shortened. The physician then used a 3x12mm non-bsc balloon to post-dilate the damaged stent at 9atm distally and at 18atm in the proximal and distal portion. Then the physician used a 3.0x15mm non-bsc balloon and a 2.0x8mm nc apex balloon in a kissing balloon technique in the lcx and the om3 at 12atm. Angiography revealed reasonable results. Timi 3 flow was observed in the 2nd and 3rd om. No other patient complications were reported and the patient's post procedure status is fine.